Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26mm sapien 3 valve by transfemoral approach in the aortic position, at the time of deployment, it was not possible to deploy the valve because the delivery system balloon had a leak. The whole system was withdrawn and a new sheath and delivery system were inserted but during inflation, the new delivery system leaked and it was necessary to inflate the balloon with an excessive amount of diluted contrast media to finalize the deployment. Finally the result was good and there was no injury for the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that there was bulging at the balloon pumpkin, crimp balloon torn proximal to the I/c bond and gouges on the flex tip. Functional testing was not performed due to the condition of the returned device (balloon torn). Dimensional testing was performed on the double wall thickness on the crimp balloon and was found to be in within specification. During balloon manufacturing, the entire delivery system (including the crimp balloon, inflation balloon and nose tip) are 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal inner diameter, proximal outer diameter, and double wall thickness. During manufacturing the crimp balloon component are 100% inspected for balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, and gel spots. During manufacturing, the crimp balloon to inflation balloon laser bond is 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. During manufacturing of the delivery system, the balloon was 100% inspected by manufacturing for the following: balloon size before the pleating and folding process and after the process the balloon is visually inspected for fold lines and distorted/pinched folds. During final inspection by manufacturing and quality the entire device is visually inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts) and contamination .the inflation and crimp balloons are 100% inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex catheter and balloon catheter are 100% leak tested and the inflation balloon is inspected for damage. During product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage, cracks and loose or missing components. Functional testing for de-airing. Visual inspection for tears or separation in the inflation/crimp balloon bond and nose tip/inflation balloon bonds and testing is performed for balloon burst pressure. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A review of lot and device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ torn was confirmed through visual inspection of the returned device. No manufacturing non-conformance were identified, and a review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Because there was no difficulty with de-airing reported, the tear likely occurred during the procedure and was not present out of box. A review of IFU/training materials revealed no deficiencies. Potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra) previously initiated at management discretion. It is possible that valve alignment was performed in a curved section of the aorta, as the aorta was reported to be ¿very tortuous¿. If the physician performed valve alignment at a curve, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint was confirmed for balloon torn but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient/procedural factors may have contributed to the event. However, a definite root cause is unable to be determined at this time. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for this trend category. Therefore, no corrective or preventative action was required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01462. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination of the device a tear in the crimp balloon proximal to the I/c bond was observed.